Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of false downstream occlusion alarm was reproduced and confirmed through evaluation. Evaluation found the fluid number readings from the downstream sensor to be above specification with a fluid filled set, which is a known contributor to false downstream occlusion alarms. The downstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing, a spectrum pump alarmed falsely for downstream occlusion. There was no patient involvement.